Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was kinked at approximately 125.5cm and 126.0cm (figure 2) from the hub. The pusher assembly was kinked and fractured approximately 131.5cm from the proximal end. Approximately 54.5cm of the pull wire was protruding from the distal end of the proximal half of the fractured pusher assembly. The pull wire was retracted out of the distal detachment tip (ddt). The distal portion of the fractured pusher assembly was inside the introducer sheath. The smart coil introducer sheath was damaged at the friction lock. The smart coil embolization coil was detached from the pusher assembly and stuck within the sheath. The proximal end of the embolization coil had offset coil winds. The pet bump at the distal end of the pull wire was undamaged. Additional bends were present along the pusher assembly as a result of being wound up for return to penumbra. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of a parent device, resistance may be experienced during advancement and damage such as offset coil winds may occur. Further evaluation revealed pusher assembly kinks, a fracture, and the embolization coil was detached from its pusher assembly. If the smart coil is mishandled during advancement against resistance, the pusher assembly may become kinked and fractured. This may cause the pull wire to retract out of the ddt, detaching the embolization coil. Further evaluation revealed additional damages along the length of the pusher assembly. These damages were likely incidental to the reported complaint. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the smart coil became stuck at the distal end of the introducer sheath during advancement. The smart coil was therefore removed and was not used in the procedure. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.